Manufacturer narrative:
As part of each complaint investigation, zest performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, zest has concluded the following as the root-cause or most likely root-cause of the reported complaint condition: hazard experience: thread fracture during function. Most likely root cause of the failure mode / hazard: typically is the result from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. The reported complaint condition cannot be verified, product was not returned. No finding are available since no physical evaluation was performed. H3 other text : device not returned.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
MFR report numbers 0001038806-2020-01691 and 0001038806-2020-01691-1 were submitted and it subsequently discovered that this was a duplicate submission and event was already reported under MFR report number 0001038806-2020-01769. Please accept this retraction and disregard MFR report numbers 0001038806-2020-01691 and 0001038806-2020-01691-1 submissions. No further reports will be submitted for this event.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the locator abutment fractured at the threads in site 13 after 5 months in use. No injury to patient reported. Patient had good oral hygiene with no additional medical history reported. Patient will return to replace broken abutment.